Event description:
A vns programming site reported to our country rep for (B)(4) that they had a programming issue with their handheld computer. It was reported that their handheld froze whilst they were with a pt and it would not un-freeze. It would not do anything and had no life at all. Good faith attempts are underway for further details about the reported event.